Event description:
Patient received stereotactic breast biopsy utilizing the mammotomies marker system. During placement of marker the end of deployment device broke off and was left in same area as marker. This needed to be removed surgically during mass removal. Sample area with breast marker was successful. FDA safety report ID # (B)(4).